Event description:
Customer received a false positive result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number, reader sn not provided). Two repeat cue covid-19 tests performed on the same day provided negative results. An additional three cue covid-19 tests performed between (B)(6) 2022 provided negative results. Although requested, customer was unresponsive and no further information was provided.

Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false positive test. Customer did not respond to 3 follow-up attempts by support to gather further information. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.